Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 468 mg/dl. The customer reported hyperglycemia, vomiting treated with insulin pump (subcutaneous insulin infusion), no treatment. The event involved product(s) unomedical, mmt-1884l, mmt-7040ma, mmt-342. Troubleshooting was partially performed. Customer has been using the insulin pump system within 48 hours of reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for unomedical. The customer will discontinue the use of the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040ma. No product return is required for mmt-342.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized and thump to download history files and traces. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 critical handling alarms (date and time unavailable in software r&d pump analysis log - ble) with variable (12). Pump error 63 (variable 12) alarm due to hardware anomaly (line number = 566, 878, 878 and file number = 522, 2106, 2106). Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and keypad flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube) and battery tube threads - cracked. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm due to moisture damage. Unable to test for reported harm due to critical pump error (open book image). Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.